Event description:
It was reported that the user experienced hyperglycemia while using the ilet, and the cause was unclear; troubleshooting and education were performed. Symptoms included elevated blood glucose. Outcomes included continued device use with education provided. Investigation included case review and troubleshooting steps. Investigation of this case revealed no confirmed device malfunction or component failure, and no device performance issues were reproduced. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.